Event description:
The user's hearing performance is affected after she fell and damaged the audio processor. The user had good benefit with the device before the accident.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause investigation of the device would be necessary. Re-implantation is scheduled for (B)(6) 2021.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient's hearing performance with the device was affected after she fell and damaged the audio processor on (B)(6) 2021. She was also bleeding around the pinna. She stopped wearing the audio processor after the injury. The recipient had good benefit with the device before the accident. The recipient has been reimplanted with a device from another manufacturer.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected after she fell and damaged the audio processor.